Manufacturer narrative:
As reported, a 6mm x 10cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted, however; it ruptured during its initial inflation. There was no reported patient injury. The target lesion was the left subclavian artery (lsa). The lesion had no calcification. A 45cm non-cordis sheath was inserted from the brachial artery. A non-cordis guidewire was inserted and crossed the lesion. The device was replaced with a new saber pta balloon and the procedure was completed. Additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 82181109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the product was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics or procedural factors may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and procedural factors and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 10cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted, however; it ruptured during its initial inflation. Therefore, it was replaced with a new saber pta balloon and the procedure was completed. There was no reported patient injury. The target lesion was the left subclavian artery (lsa). The lesion had no calcification. A 45cm non-cordis sheath was inserted from the brachial artery. A non-cordis guidewire was inserted and crossed the lesion. The device will not be returned as it was discarded in the hospital.